Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance. Upon review of the device data by technical services (ts), it was noted that the rest of the lead measurements appear to be within adequate range. In addition, the rv lead exhibits a slight upwards trend on the shock impedance over the last year, and a small amount of noise was also noted on the shock channel. The noise was not oversensed by the device. Troubleshooting recommendations were provided by ts for an in-clinic visit. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance. Upon review of the device data by technical services (ts), it was noted that the rest of the lead measurements appear to be within adequate range. In addition, the rv lead exhibits a slight upwards trend on the shock impedance over the last year, and a small amount of noise was also noted on the shock channel. The noise was not oversensed by the device. Troubleshooting recommendations were provided by ts for an in-clinic visit. The rv lead remains in service. No adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the in-clinic troubleshooting, however; no response was received.